Event description:
It was reported that during an unknown procedure, the knife moved all the way and returned to home position, but the jaws did not open at the 2nd firing. The jaws were managed to open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 8/16/2024 d4: batch # 782c67 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with a battery pack and with no apparent damage and a gst60d reload was loaded. The reload was received fully fired and no damages were found on the cartridge surface. Upon visual inspection, some b-formed staples have remained in the jaw. During the functional test, the sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device being bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 782c67, and no non-conformances were identified. Additional information was requested and the following was obtained: please tell us the procedure and site of use for this case. Laparoscopic low anterior resection, rectal resection. Did you manage to open the jaw manually? The sales rep heard the details of the situation and will share them with you. The first incision the knife was returned, the bend was straightened, and the jaws were removed from the patient body through the trocar. After that, the doctor tried to open the device outside the patient body, but it did not open, and even if the reverse switch was pressed, but it did not open. The manual override was used to open. The device which was sent the complaint about the device that has been used with manual override. We have received a request for investigation to determine the cause of why the device did not open. Were there any bleeding or tissue damage? As mentioned above, there was no bleeding or tissue damage due to the trouble that occurred during the external operation. Are there any problems with the patient's condition after the surgery? As mentioned above, there are no problems.